Event description:
On (B)(6) 2011 seaspine was informed that a revision surgery was going to be done on a patient. The screw had backed out, and the clinician decided it would be better to remove the screw. Only the lower screw was removed, the patient had fused well.